Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 3.0 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed damage to the 1st and 2nd rows on the proximal end of the unit. The struts were raised from balloon and moved in proximal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery (lcx). A 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.